Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, cyst, palpable lymph node.

Event description:
Patient reported left side ¿dizziness¿, ¿palpable lymph node in the left armpit¿, ¿anxiety¿, ¿ heart palpitations/rapid heartbeat¿, ¿depression¿, ¿muscle pain¿, ¿fatigue¿, ¿ hair loss¿, ¿restlessness¿, ¿food intolerances¿, ¿visual disturbances¿, ¿warmth in the left leg¿, ¿night sweats¿, ¿ringing in the ears¿, ¿constant sinusitis¿, ¿unpleasant taste in the mouth¿ and ¿irregular menstrual cycle¿. Patient later reported ¿cyst¿, ¿suspected capsular contracture baker grade unknown¿ "palpable lymph node on the left axilla". Device remains implanted.